Manufacturer narrative:
This report is filed on july 26, 2016.

Manufacturer narrative:
This report is filed on june 29, 2016.

Event description:
Per the clinic, the patient's implant was damaged as a result of a non-implant related surgery resulting in the decision to explant the device. The device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.